Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient, who has this right ventricular (rv) lead, developed a cough on the first post-operative day. Lab tests showed elevated inflammatory parameters. A chest x-ray was performed, and revealed infiltration. The decision was made to give antibiotics. This resolved the infection. No additional patient effects reported.